Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt no longer felt stimulation sensation since she had gone through the airport. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available. Please see MFR report #3004209178-2011-04412.